Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 267 mg/dl, 101 mg/dl and 60 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was experiencing some symptoms during the time of testing. Reporter stated that he self-treated with grapes and dinner. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.